Event description:
Boston scientific crm received information that, during an implant procedure, difficulty was encountered securing a lead to the right ventricular (rv) port. The torque wrench was inserted into the seal plug prior to insertion of the lead, and the lead was visable behind the connector block. After tightening the setscrew, the lead could be removed. No adverse patient effects were observed.

Manufacturer narrative:
The same procedure was attempted again and the lead was able to be secured with all measurements in the acceptable range. No further information is available. If additional information becomes available, this event will be updated and resubmitted.